Manufacturer narrative:
True event date is unknown; therefore, event date is approximated.

Event description:
It was reported that a thrombus occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure and received a watchman laa closure device. Patient presented for 1 year follow up transesophageal echocardiogram (tee) and a thrombus was discovered on the face of the closure device. No further information is known at this time.